Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) screen display became distorted while the patient was using it. It was immediately replaced with another cs300, so there was no impact on the patient such as health damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) confirmed the issue. Fse cleaned each connector and reconnected, and normal operation was confirmed. If it recurs, fse recommend replacing the board and cables.

Event description:
N/a